Manufacturer narrative:
This case has been identified as a duplicate of (B)(4) and was reported with MDR #3030677-2021-16209. Please refer to (B)(4) for the full investigation of this issue. This case has been identified as a duplicate of (B)(4). Please refer to (B)(4) for the full investigation of this issue.

Event description:
It was reported to philips that the ac power module has failed. This case has been identified as a duplicate of (B)(4). Please refer to (B)(4) for the full investigation of this issue.